Manufacturer narrative:
(B) (4). The device was rec'd. Investigation is not complete.

Event description:
Device issue: difficult to deploy-thumb advancer, failure to deploy - clip, device did not operate as expected-exchange sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. During clip deployment, it could not be deployed. When the device was removed, it was noticed that the exchange sheath was not completely split and "part of plastic was lying in the area of the vessel locator wings." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.